Event description:
It was reported that the pump declared an altitude alarm. The customer's blood glucose level was believed to be above 500 mg/dl; however, a specific value was unknown. The customer addressed the high blood glucose level with a correction injection via multiple daily injections (mdi). The customer reverted to manual injections for insulin therapy.